Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/18/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.